Manufacturer narrative:
The customer stated that she does not wash her hands prior to testing. As per the contour plus blood glucose monitoring system user guide "wash and dry hands well before handling to keep the meter and test strips free of water, oils and other contaminants." Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer from (B)(6) reported that at 3:15 p.m., she obtained blood glucose readings of 90 mg/dl on her contour plus meter and 158 mg/dl on the pharmacy's contour plus meter. The customer is pre-diabetic. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, in-house contour plus meter was tested with the in-house contour plus test strips from lot # 8lqhc71e, which gave a satisfactory performance.